Event description:
Revision surgery of l5-s1 roi-a with vertebridge construct due to unresolved leg pain. Possible partial inferior plate migration. Revision surgery completed with anchoring plates explanted and peek cage left in place. Additional surgery performed to implant posterior pedicle screws. Patient was reported to be doing fine after surgery. Investigation is on-going.

Manufacturer narrative:
Investigation into this event is on-going. Add'l lot #: 269691/2; additional expiration date: 11/01/2015. Additional device manufacture date: 11/01/2011.